Manufacturer narrative:
Concomitant products: 694758 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having shortness of breath. It was found that there was undersensing on the right atrial (ra) lead on both past and current electrograms (egm). It was also noted that the patient had bradycardia and the implantable cardioverter defibrillator (ICD) was pacing below the lower rate. The device and lead remain in use. No further patient complications have been reported as a result of this event.